Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic on the non-preloaded intraocular lens (iol) broke off while inserting into the patient's eye. Through follow up, we learned that post implantation of the iol, during manipulation, the haptic was broken. The iol was then removed and replaced with a backup device to prevent injury to the patient. The device was discarded during the procedure thus, is not available for product investigation. There was no patient injury reported. No further information was provided.